Manufacturer narrative:
(B)(4).

Event description:
It was reported that deployment difficulties were encountered and a stent fracture occurred. The target lesion was located in the superficial femoral artery (sfa). A 6x200x130 innova¿ stent was advanced to treat the lesion. Stent deployment was initiated via the thumbwheel; however, the thumbwheel stopped clicking. The pull grip was also attempted manually but the stent did not deploy. The innova¿ stent eventually fractured. Attempts were made to retrieve the fractured stent with a snare; however, these were unsuccessful. No further patient complications were reported.

Manufacturer narrative:
Device evaluation by manufacturer: an innova self-expanding stent delivery system was returned and the outer shaft, mid-shaft and the remainder of the device were checked for damage. Visual examination showed buckling at the nosecone and approximately 70 to 72cm from the tip. The handle was separated when received. The mid-shaft showed no damage. The mid-shaft was separated from the retainer clip. The inner liner was kinked and also the proximal inner was separated from the clip. The stent was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that deployment difficulties were encountered and a stent fracture occurred. The target lesion was located in the superficial femoral artery (sfa). A 6x200x130 innova stent was advanced to treat the lesion. Stent deployment was initiated via the thumbwheel; however, the thumbwheel stopped clicking. The pull grip was also attempted manually but the stent did not deploy. The innova stent eventually fractured. Attempts were made to retrieve the fractured stent with a snare; however, these were unsuccessful. No further patient complications were reported.